Event description:
Covidien received a report stating that an 840 ventilator graphical user interface (gui) display was erratic. The ventilator was not being used on a patient at the time of the incident.

Manufacturer narrative:
The covidien customer supprt engineer (cse) replaced the lcd panel to resolve the issue.(B)(4).